Manufacturer narrative:
Batch review performed on 04 june 2024 lot 2009036: (B)(4) items manufactured and released on 10-nov-2020. Expiration date: 2025-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery for knee looseness. The cause is unknown. Revision surgery at about 2 years and 11 months post primary. The surgeon decided to upsize the poly. The surgery was completed successfully.